Event description:
A doctor reported that he had explanted memorylens m379293 from the right eye of a patient due to opacification (biofilm formation). The lens was originally implanted in 1999. Opacification was first diagnosed at follow-up examination in 2003 and 5 weeks later the patient's visual acuity was 20/25 od. The doctor reported that he had difficulty removing the iol and had cut it to maintain small version. The doctor also performed a vitrectomy and prescribed tobradex and antibiotics. Corneal edema occurred immediately post iol exchange. The patient regained visual acuity and the doctor reports the patient's condition to be stable.